Manufacturer narrative:
Correction made to e1: initial reporter facility name - (B)(6) hospital. Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including under water pressure testing was performed and no issue was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home pd system kaguya set was damaged. There were cracks on the "vinyl covering the circuit." This occurred during the set up of the device for automated peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.